Manufacturer narrative:
Upon follow up with the customer, the customer clarified that there is no allegation against lot # dr20j6059. Therefore, the device in this report is no longer considered a suspect product in this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the blue clamp of an intravia 250ml container would not completely seal the port which resulted in a leak. The leak was observed during storage and during patient use of the device. The device was filled with fentanyl. There was no patient injury or medical intervention associated with this event. No additional information is available.